Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for non-malignant pain and peripheral neuropathy it was reported that the patient met with the manufacturer's representative (rep) on (B)(6) 2017. Patient stated that the ins was previously programmed but no programmed parameters had been detected. The patient changed programmer batteries on the day of the report and got 574 code, related to programs not being set. It was stated that patient would need to meet with the rep for reprogramming. Patient stated that they needed to decrease stimulation because it was too strong but they couldn't because of the 574 code. Additional information was received from a manufacturer representative. It was reported that the issue was resolved. The representative had seen the patient the day before to give them a refresher on the use of their programmer and to check settings with technical support to estimate battery life. They reviewed the programmer, and the stimulator was running with normal screen appearing on their programmer. The following day and patient's stimulation was too strong and they were unable to use their programmer due to 574 code. Patient stated they had changed batteries in their programmer, and the code appeared when trying to sync. When the patient met the representative, all the programs had somehow been erased. Patient stated their stimulator did not feel like it was on. The stimulator was reprogrammed, programs added back in, and it was ensured the programmer was working normally. No further complications were reported.